Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized due to another indication and the hospitalization was prolonged due to peritonitis. The same day as event onset the patient was treated with injection vancomycin (1gm, once in 4 days, intraperitoneal, discontinued) and injection ceftazidime (1gm, once daily, intraperitoneal, discontinued) for peritonitis. The patient was discharged nine days after hospital admission. On an unknown date, the patient recovered from the peritonitis event. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.